Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID 3037, serial# (B)(4), product type programmer, patient.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's device had not worked since "mini sling" was implanted on (B)(6) 2017. During the call the patient wanted to use the patient programmer (pp), but could not get it to work. Troubleshooting with the pp was conducted, but the patient encountered the low pp battery message and was advised to replace the pp batteries and call back for additional troubleshooting of the ins. The patient called back afterreplacing the pp batteries and was assisted with checking stimulation. During the call stimulation was found to be turned on and set to 1.8 on program 2. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.